Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial / lot #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient was experiencing pocket pain and had non-device related weight loss. The physician recommended an explant procedure. There will be no further course of action.